Manufacturer narrative:
During troubleshoot, the video signal coming from the video processor (cv-190) and the image signal worked appropriately and it was confirmed that the monitor (oev262h). The biomedical technician at the user facility further reported that the oev262h will not be returned for repairs (not specified). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus technical support engineer was informed by the biomedical equipment technician at the user facility via telephone that the customer high-definition liquid crystal display monitor reportedly has a no image malfunction, ¿input serial digital interface (sdi) 1 and 2 are not working¿, found during preparation for use. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 2 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.